Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to enter MRI mode due to low impedances on both leads. Surgical intervention was undertaken where in the entire system was explanted and replaced. Therapy was restored post-op.